Event description:
It was reported that the faradrive steerable sheath clear was selected for use and visible air was observed. During the procedure to treat atrial fibrillation (a fib), a farawave pulsed field ablation catheter was inserted into the sheath and pulmonary vein isolation treatment was performed. It was reported that air was drawn in when a non-boston scientific mapping catheter was inserted. The sheath was replaced, and the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.